Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient fell while skiing resulting in a periprosthetic femur fracture around and distal to summit stem. Surgeon was able to explant the size 9hi summit stem and 36+1.5 ceramic revision femoral head without any complications or bone loss. Surgeon used a stryker restoration modular stem and cables to fix the patients fracture. The pinnacle 58 cub and 58+4n liner was well fixed. It was also indicated that the stem was loose due to fracture involving bone around femoral stem. Doi: (B)(6) 2016; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.